Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. Additional manufacture release dates for this lot are 11/15/2013 and 11/25/2013 a review of the device history records was performed and reported orchid unique manufactured the 1.8mm drill bit/qc/125mm, p/n 310.520, and lot number u181964 for pos 1585135 and 1594201. The supplier¿s certificate of compliance for three receipts of this lot indicates the parts were manufactured to p/n 310.520, revision ¿d¿ and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿w.¿ no nonconformance reports were generated for this lot. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the relevant dimensions of the drill bit cannot be verified anymore due to the damage. Therefore this complaint is indeterminate from a manufacturing standpoint. However, the review of the manufacturing documents did show that this device was manufactured according to the specification. The fracture face is homogenous, which indicates material conformity. This lot of (B)(4) pieces was manufactured in oct./nov. 2013. The flutes of the drill bit are completely untwisted and it is clearly visible that the tip was bent before it broke. It is likely that a blockage of the drill bit during drilling in combination with lateral stress caused this breakage. A possible reason for a blockage could be a metallic contact or with bone blocked flutes, when the drill bit is not moved back- and forward to empty them. This would explain why at one drill bit the flutes are still filled with compressed bone residues. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two drill bits broke during veterinary surgery. No fragments were left in the animal. This is report 1 of 2 for (B)(4).